Event description:
Attempted to disconnect carefusion syringe pump 0.4ml tubing from bifuse. It stuck, and then the male portion of syringe pump tubing cracked off into female portion of the bifuse. Unable to dislodge, unable to reconnect any other tubing. Had to hang an entire new set up of lines, that were infusing dopamine and sedation gtts. This wasted money and time, but no harm came to patient. Placed sterile/clean gauze over end of tubing to protect.